Event description:
My wife was implanted with the essure device (B)(6) of 2012. Soon after the device was implanted we resumed sexual intercourse. For the entire time she was implanted with essure every single time we had intercourse we both became very ill. I had a rash and raised bumps on my penis after intercourse. There was a time that the bumps just stayed and did not go away. She and I experienced vomiting and diarrhea immediately following intercourse. The rash I experienced was irritated, burned, and itched. We both went to the doctor countless times. We were tested for every std you can think of. All being negative. After her hysterectomy and removal of essure device we have not had a problem with rashes, bumps, or illness following intercourse. She has been essure free since (B)(6) of 2013. I purposely waited almost a year before filing to make sure that these effects would not resurface. As they have not it leads me to believe that this was a series of isolated events caused by essure. (B)(4).